Event description:
The dermatome dial was set at 0.21. The surgeon was trying to obtain a full thickness graft from the leg for placement on an arm after skin cancer. The graft was mainly from the center (do not know which width clip was used) with the edges not square and the thickness not consistent. The surgeon had to take a another graft from the first, with the same type resulting graft.